Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a patient regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted in (B)(6) of 2019 and lived in a different province than where they were implanted. The patient and the patient's mother were not able to communicate with the implant using the patient programmer. During the call with the manufacturer's patient services, the patient's mother indicated that the patient was suffering from a severe urinary tract infection (uti) and had pneumonia. The patient indicated that they were not able to catheterize themselves as they were swollen due to the uti, and they did not believe that the stimulation was working. It was noted that they were with their family physician at the time of the call. The patient tried to communicate with the implant both with and without the antenna attached, and the patient continued to get the poor communication screen. The patient replaced the batteries in the programmer and continued to get the same results. As a precaution, the patient programmer was replaced. After receiving the new programmer, the patient continued to get the same screen. At this point, the patient was referred to their contact doctor. It was noted that during that time the patient had been working with a hospital in halifax and managed to get an appointment with the doctor there for (B)(6) 2019. They were not able to determine if the programmer was causing the issue, and it was unknown if the issue was resolved as of 24-jul-2019. The patient was alive with the injury of a uti and pneumonia. The issue occurred during normal use. Additional information received noted that the patient was coming to (B)(6) and would like to test the patient programmers with a manufacturer representative (rep).